Event description:
Caller reported a malfunction on pump, displaying a malfunction code malf 9, but no notable events occurred prior to the malfunction. Blood glucose levels remained normal, staying below 500 mg/dl (27.7 mmol/l). Technical support assisted caller in resetting the pump and confirmed that the malfunction code did not recur. Caller was instructed to continue using pump and to call back if issues reappear, which caller acknowledged and understood.